Event description:
Legal papers claim the components were malfitting; mal-tracking; mil-tracking misaligned and dislocating. The pt was revised on an unk date for loosening; bone loss and polyethylene degradation.